Event description:
It was reported that the distal shaft became unraveled upon removal from the sheath. The physician stated he noticed that the guide wire had cut the balloon tip. There was a lot of trouble gaining access to the lesion, and it took approximately two hours to try and cross. The balloon was inflated twice to 12 atm. The balloon was fully deflated and the physician applied extreme force to remove everything back into the sheath. The balloon tip was found inside the sheath once removed from the pt. There was no injury or effect reported. This is being filed based on the returned product evaluation as the tip did not detach, but the balloon itself was separated and part of it was missing. No pt injury was reported.